Event description:
During a coronary stenting procedure, the product dislodged, went down the right iliac and was snared. Pci was reformed on this pt who presented for treatment of an 80% stenotic lesion in the circumflex of unk length and diameter. The lesion is described as multiple discrete, calcified and tortuous. The stent delivery system appeared to be normal when removed from the packaging. It was examined to verify functionality. Negative preparation was not performed outside of the pt's body. The stent delivery system behaved normally as it passed through towards the lesion. During the attempt to cross the lesion, the stent would not cross. The stent came off in the access sheath. An attempt was made to withdraw the stent into the guide. However, the physician was unable to bring to do so. The stent was snared with a 700 gooseneck snare.